Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: issue: needle don¿t have any holes 9/20 ¿ two occurrences two different patients but it has been an ongoing issue up to reporting day samples available/ please send a sample return kit once this is assigned to the complaint specialist pt impact: had to re-stick patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2023. H6: investigation summary: it was reported the needle do not have any holes. To aid in the investigation, twenty-three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 3024945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: issue: needle don¿t have any holes. 9/20 ¿ two occurrences two different patients . But it has been an ongoing issue up to reporting day. Samples available/ please send a sample return kit once this is assigned to the complaint specialist. Pt impact: had to re-stick patient.